Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type unknown; product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for information regarding the previously reported explant stated that nothing was explanted. It was noted that this directly conflicted with previously provided information. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and degenerative disc disease/herniated disc pain. It was reported that the patient had a blank screen on their device from their previous implant. They stated they had the ins and leads explanted due to an allergic reaction. No further patient complications were reported as a result of this event.

Event description:
Additional information was received from the patient and a manufacturer¿s representative (rep). It was reported that the patient had an infection in 2013 before they knew they were allergic to nickel. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, serial# unknown, product type unknown, product ID neu_unknown_lead, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.